Event description:
It was reported that prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there were scratches found on one tube. No patient impact reported.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). E.1. Initial reporter facility name: (B)(6) hospital, (B)(6) medical.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 09-jan-2024. H3. Device returned to manufacturer- yes. H3. Device eval by manufacturer- yes. H.6. Investigation summary: bd received one (1) sample and two (2) photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for damaged (scratched) tube was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for damaged (scratched) tube with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (scratched) tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® lithium heparinn (lh) 95 usp units blood collection tubes, there were scratches found on one tube. No patient impact reported.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for damaged (scratched) tube was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of damaged (scratched) tube. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that prior to using bd vacutainer® lithium heparin (lh) 95 usp units blood collection tubes, there were scratches found on one tube. No patient impact reported.